Event description:
It was reported by service report that the right brake pedal was broken and had sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake pedal.